Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.